Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and performed tip take up adjustment and position over secondary rack adjustment to pipette assembly. The instrument was inspected, tested without further problem, and returned to service.